Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The peritonitis was manifested by abdominal pain and cloudy peritoneal effluent . The patient was hospitalized for the peritonitis. The cause of peritonitis was not reported. The patient was treated with intraperitoneal antibiotics (medication type, frequency, dose and duration not reported) for peritonitis. The patient was recovered from the peritonitis event. On an unreported date the same year as onset, pd therapy was discontinued. Additional information was not available.

Manufacturer narrative:
Complaint no: (B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.